Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure and unable to update timing messages. The customer tried rebooting the console and reconnecting the fiber optic cable without success. The getinge representative guided the customer through the steps to switch to an alternate arterial line (a-line) source. The central lumen was sluggish and provided a poor waveform. A radial a-line was utilized and provided a crisp clean waveform. The timing message was cleared and they resumed pumping without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
It was reported that after two days of intra-aortic balloon (iab) therapy, the console generated fiber optic sensor failure alarm and unable to update timing message. The customer tried rebooting the console and reconnecting the fiber optic cable without success. The getinge representative guided the customer through the steps to switch to an alternate arterial line (a-line) source. The central lumen was sluggish and provided a poor waveform. A radial a-line was utilized and provided a crisp clean waveform. The timing message was cleared and they resumed pumping without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: 1. Contact person name: (B)(6). 2. Console generated an audible alarm for sensor failure. 3. The reported issue happened almost 2 days from start of therapy. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).